Manufacturer narrative:
Investigation found that pump was tested for accuracy several times, using water. Pump delivered amount within spec (spec is +/- 5%). Complaint could not be confirmed.

Event description:
Customer states that pump delivers 2/3 of dose instead of 3420 ml. Rate and dose provided are 19 ml/hr and 3420 ml.